Event description:
This system was explanted on (B)(6) 2013 due to staph bacteremia and vegetative endocarditis on the competitive rv lead and tricuspid valve. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was explanted due to vegetative endocarditis. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the vegetative endocarditis was not device related.